Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, not an implantable device. If explanted, give date: not applicable, not an implantable device. Telephone number: (B)(6). Device evaluation: the complaint was confirmed by: phone consultation. The field service engineer did not evaluate the system, product evaluation was not performed for this incident. Manufacturing record evaluation: the manufacturing records of the system were reviewed. The system and its components met all specifications prior to being released. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. If there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a metallic-looking fragment, retained between the iol (intraocular lens) and the anterior lens capsule and 2 punctate fragments reflective in the iris stroma were observed. The patient remains asymptomatic and the removal of the intracapsular fragment is not planned for now. The issue was identified during a post operative exam. The post-op vision is described as good and no medication was prescribed. The customer has no further information than what has been provided.